Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering was able to replicate the stuck button occurrence as documented in the incident experience. The device was disassembled for further evaluation and engineering found that the leads of the fuse button were found wedged against an adjacent component inside the handle. This could result in a stuck fuse button if the button was depressed at an angle. Analysis of the device key activation logs also confirmed the incident experience. The root cause of the incident experience was due to the leads of the fuse button coming into contact with an adjacent component inside the handle. This can cause the button to remain in the active position if depressed at an angle or make the button more susceptible to being unintentionally activated because the travel needed to activate the switch is decreased. As a result of this feedback, additional steps have been added to the manufacturing process to further minimize the potential for this type of incident to reoccur. This document represents our final report.

Event description:
Lap colon resection (B)(4): "start was ok, until we've got a new alarm to me: "(B)(4)", strange, its appeared several times; also we've got spontaneous alarm(clean,thin tissue,...) After fuel sealing cycle with a normal end , after 0,5 second???? Then, the worse thing, when grabbing tissue,the device activated by itself , surgeon was very surprised the first time, then we continue, but a few cycle later on, again self-activation (another 2 times, stop using)." Patient status: " no problems."

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.